Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the "rabbit ears" of the 30-degree endoscope plus were spinning. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observation not reported by site: the endoscope was evaluated and placed on a diagnostic tester for functional testing. The light leakage test was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The root cause is not determinable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause is typically attributed to component failure, such as material degradation. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The root cause is typically attributed to use conditions, such as improper reprocessing. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The root cause is typically attributed to use conditions, such as improper handling of the cable during use or in reprocessing. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed test. The root cause of is not determinable.

Event description:
Refer to h11 for follow-up information.